Event description:
Allergan rep reported receiving a report from a physician who noted after injection with juvederm ultra plus in the nose area the pt presented at the clinic with "necrosis" eleven (11) days later. Pt was treated with hyalase, antibiotics, dressing and laser toning. Pt's symptoms have resolved.

Manufacturer narrative:
(B)(4). Device history report summary: batch number hv30772116 was released by qc according to defined specs. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming. The attributability is then impossible to determine. Device labeling: contra-indications: do not inject into the blood vessels (intravascular).

Event description:
The patient was injected to the forehead, not to the nose.